Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that connector at the end of the transfer set became loose. The connector was attached to the cannula, but the infusion tubing became detached. This occurred with another transfer set from the same box.